Event description:
It was reported that this right ventricular lead exhibited noise and oversensing. Troubleshooting was requested. At this time, no changes have been performed. This device remains in service. No adverse patient effects were reported. Requests have been performed in order to inquire for the model/serial number of the lead. However, at this time, no additional information is available.

Manufacturer narrative:
Additional information was added to the following fields: e1: initial reporter first name. E1: initial reporter last name. E2: health professional? E3: occupation.

Event description:
It was reported that this right ventricular lead exhibited noise and oversensing. Troubleshooting was requested. At this time, no changes have been performed. This device remains in service. No adverse patient effects were reported. Requests have been performed in order to inquire for the model/serial number of the lead. However, at this time, no additional information is available.